Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada. (B)(6). Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced bent cannula issue event on (B)(6) 2026. Due to the event, patient was hospitalized due to high blood glucose level for one week on (B)(6) 2026 and was treated with manual injection. The site of insertion was abdomen. During the hospitalization the patient experienced symptoms including stomach pain, vomiting, diarrhea and confusion.